Event description:
On (B)(6) 2023, the patient/lay user contacted lifescan (lfs) USA alleging that his onetouch ultra 2 meter read inaccurately high compared to his feelings and/or normal results. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged issue began on (B)(6) 2023, at 12 pm when he received a blood glucose reading of ¿225 mg/dl¿ on the subject meter. The patient manages his diabetes with a fixed dose insulin (novolog flex pen 100 unit/ml) and stated that he continued taking his usual dose of medication in response to the alleged issue. The patient claimed that, at 12:45 pm that same day, he started feeling ¿dizzy, walking around lightheaded, unsteady, dozing off and could not keep eyes open¿. The patient denied receiving any medical treatment. The patient indicated that he took a rest. During troubleshooting, the cca established that the subject meter was set to the correct unit of measure and the patient followed the correct testing technique. The cca confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The patient did a control solution test and the result was in range. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking his usual dose of insulin based on alleged inaccurate high results obtained with the subject meter.